Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the pump black box revealed that the data from the date of the complaint was overwritten; however, the current black box showed evidence of pump reboots. The battery cap threads were found to be damaged. The battery compartment threads were found to be damaged. The battery compartment had cracks in the thread area and from the thread area to the case seal. Due to damage, the pump intermittently powered with the returned battery cap. A test battery cap was used for all testing. Unrelated to the original complaint, the audio bolus button cover was found to be torn and the functionality of the bolus button was unable to be verified due to an unresponsive ok button. The returned cartridge cap rubber was found to be torn. The cartridge cap was able to be fully secured. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.